Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Was there any adverse consequence associated with the patient?

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. The patient came to the hospital for trauma, and the doctor used the suture to sew the wound. After treatment of the wound, during the suture, the suture suddenly broke, and the doctor immediately replaced a new suture and successfully completed the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/12/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: what is the lot number? All answers above are unobtainable. Once there is any update, we will update the information. Was there any adverse consequence associated with the patient?